Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when trying to pre-warm the scope, the bottom part of the device fell off. They then used another device with the same lot number to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the bottom panel was disengaged from the foam body. Adhesive was observed on the foam body and panel indicating it was properly applied. The valve was opened. The surfactant was acceptable. The power switch was activated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the of the disengaged panel may occur when the device was mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.